Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) intravia containers were leaking. The leak was identified to becoming from a break in the seam near the hanger hole of the container. No leaks were observed at the pharmacy were the bags were compounded prior to sending to the end user. When the end user received the product, the shipping box was wet and the units were leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested and a leak was identified at the hanging part of the bag. The reported condition was verified. A nonconformance has been opened to address this issue. The cause of the condition is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.